Event description:
It was reported the customer had fluctuating blood glucose. Customer reported having readings as high as 220 mg/dl or as low as 65 mg/dl. The customer also reported alarms were not triggered for their blood glucose. Customer also reported being hospitalized on (B)(6) 2014 for a blood glucose reading of 50 mg/dl. The customer was able to raise their blood glucose to 186 mg/dl with the treatment of juice. Customer stated their low blood glucose event was caused by not eating and being too active. Customer declined to troubleshoot for their low and high blood glucose. Advised the customer to monitor their blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.